Event description:
Same case as: 2134265-2015-02573. It was reported that a shaft break occurred. The unspecified target lesion was severely calcified. During removal of the guidezilla, the physician felt "strangeness" and notice the shaft detached 25 cm from the tip. The device was exchanged for another of the same guidezilla. During removal of second guidezilla the same issue occurred. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).